Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated to the lower abdomen with coolsculpting and may have developed paradoxical hyperplasia.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00095-00.

Event description:
Received a call from the patient reporting below. Treatment provider. Received date: 12/17/2021. Contact- caller name-patient/provider and title: practice name- (B)(6). Assessing provider. Practice name- elite body sculpture / dr. (B)(6). Treatment date or dates: 5 years ago. Area(s) treated: lower abdomen. Date of onset of symptoms (when patient first noticed): 3 years post treatment description of events: coolsculpting done in denver, co about 5 years ago. Now currently lives in illinois. Got in contact with the provider and they informed it could possibly be a pah case. Diagnosis and treatment: performed on (B)(6) 2021. Advised the patient that new photos are needed to be taken to show the development of pah. Informed they should schedule appointment to have new photos taken by their assessing provider.